Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. Onthe same day, it was reported that the patient was alerted by the cgm device that the cgm reading was 380 mg/dl. The patient was experiencing having a dry mouth, diarrhea, and had thrown up twice. No fingerstick was taken at that moment but the patient decided the call a doctor and was advised to go to the hospital. The patient was brought to the hospital by his spouse and was admitted in the ICU unit for 24 hours. At the hospital, in the emergency room, when a fingerstick was taken the blood glucose reading was 775 mg/dl, but no cgm reading was reported from that moment. The patient was treated with intravenous fluids and was given 2 units of insulin. The patient was unable to provide the total units of insulin given in the ICU. When a fingerstick was taken after treatment the blood glucose reading was 248 mg/dl, but no cgm reading was provided. The patient recovered after treatment and was discharged on the night after the day of the event. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.